Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 16-feb-2022. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the specific root cause of the forceps cover glue peeling likely could not be determined at this time. The following information is stated in the instructions for use: "do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur. To prevent a water leak, do not apply excessive force when cleaning the endoscope." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
It was reported by the customer, the evis exera ii ultrasound gastrovideoscope had a leak under the angulation wheels. The issue was found at reprocessing. No patient harm reported. During the evaluation of the device, it was noted the forceps cover glue was peeling. This report is to capture the reportable malfunction of the peeling forceps cover glue noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. There was a leak under the control knobs and lever. The bending section cover glue had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.